Event description:
It was reported that during a gastrectomy procedure on 12-6 after firing the device, the anastomosis stoma was checked and no abnormality was found. About 2 hour after the procedure, the pt was found vomitting. Then the dr used a drug to hemostasia, but failed. The second procedure was conducted. Unexepcted blood transfusion 2000ml. The procedure was prolonged for 120 minute.s now the pt is in ICU and on observation. The pt is still in ICU on 12-13, but becoming better, the device did not malfunction.